Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported partial display, flashing 'medtronic logo' on the screen and crack on battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for display issues and cosmetic damage allegations. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. The display was flashing the medtronic logo during analysis. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test or self-test due to the flashing medtronic logo. Missing segments/partial display unknown due to display anomaly preventing further testing. Unable to download history files or traces due to the flashing medtronic logo. Unable to retrieve software version due to display anomaly and corrupted history file. The pump was cut open for visual inspection and found moisture damage on electronic assembly, including pcb1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked case ¿ display window corner, stained keypad overlay, scratched case, and pillowing keypad overlay. The alleged partial display was unknown when display anomaly prevented further testing. However, allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Allegations of flashing medtronic logo were confirmed when unit powered on with flashing medtronic logo caused by moisture damage on electronic assembly. Isolate to electronic assembly. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.